Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure, the provider noticed that the tip of the suture was broken. The broken suture was removed from the sterile field. There was no patient injury.